Event description:
The facility representative reported a flogard infusion pump that keeps occluding. The event was reported to have occurred during biomed testing. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a broken door latch assembly. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.